Manufacturer narrative:
On 25-dec-2022, bwi received additional information regarding the event. It cannot be confirmed if the hemostasis valve (gasket) dislodged inside or outside the hub because it was full of blood. No such reports have been received on if the brim cap/hub detached from the sheath. No available picture. The sheath was used on the patient. No air enter the patient¿s body. Blood return was observed, blood volume could not be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent an unknown ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. After pentaray insertion, mapping was performed for about 20 minutes. The physician was about to insert stsf, but the hemostatic valve was not functioning. Blood was flowing from the valve. Not possible to confirm whether the hemostatic valve had dislodged or not because blood was filled. The wire was inserted, and the sheath was replaced. The procedure was completed. No effect for the patient. The procedure was completed without patient's consequence. Hemostatic valve leak is MDR-reportable.

Manufacturer narrative:
Initial reporter phone: (B)(6). Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number 00002014 and no internal action related to the complaint was found during the review. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).